Manufacturer narrative:
Additional information was added: correction: none (previously unknown). Correction: during follow up, it was clarified the leaks were discovered during preparation, prior to patient use. There was no patient involvement. The lot was manufactured from september 01, 2018 - september 02, 2018. The actual devices were not available; however, a video of one (1) sample was provided for evaluation. During evaluation of the video, an apparent spike port cap leak was identified. The reported condition was verified for one sample. The cause of the condition could not be determined. The remaining two (2) samples were discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.